Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to bent cannula leading to hyperglycemia . The event occurred three or more hours after insertion. The insertion site was abdomen. The infusion set was in use for less than a day the blood glucose level was 700 mg/dl at the time of event and the patient got treated with intravenous insulin drip company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.